Event description:
Follow up with the patient¿s servicing funeral home showed that they did not remove the patient¿s vns. They only remove devices for purposes of cremation, and the patient was a full burial. No additional pertinent information has been received to date.

Event description:
It was reported through an online obituary that the patient passed away in a rehabilitation care center. No cause of death was stated. The device history records for the patient¿s generator and lead were reviewed, and it was found that all specifications were met prior to distribution. Review of the patient¿s death summary from the rehabilitation center showed the patient had refused to eat and take her medications prior to her death. She was subsequently placed into hospice before passing away. The discharge diagnosis did not state a definitive cause of death, although possible conditions that could have contributed were stated. No additional pertinent information has been received to date.